Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to end of life (eol). The device was retained by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well.

Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring (B)(6) 2026. D2b: additional pro code selection that applies to the indication of this device: nhl, pjs.